Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The clinic reported that the conductor link had extruded into the ear canal. The clinic plans to revise the position of the conductor link.

Manufacturer narrative:
According to the information received from the field the conductor link extruded into the external ear canal. No available information points towards the device having caused or contributed to this outcome. Further the recipient reports that background noises are too loud. The concerned device was explanted. Reportedly there were intra-operative complication during explantation, which were not described in detail and the conductor link was likely damaged during surgery. The explanted device has not been received for investigation yet.

Event description:
The clinic reported that the conductor link had extruded into the ear canal. The clinic had planned to revise the position of the conductor link, however, as per latest information received, the device was explanted.